Event description:
It was reported that a spectrum pump shut off during an infusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be confirmed through the event history log nor reproduced during evaluation. A failed input/output printed circuit board (I/o pcb) prevented operation of the pump. Upon replacement of the failed I/o pcb, review of the history log showed "improper shutdown" messages, which are the result of manual removal of the power source.